Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one (1) unknown nail. Implant date: the spring of 2015. (B)(6). This report is for one (1) unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that in the spring of 2015, the patient had a femur fracture on the left side and was implanted a proximal femoral nail antirotation (pfna). The patient suffered from a femur pseudarthrosis and from mamma carcinoma. Post-operatively, the patient was in constant pain after the implantation although the fracture had already healed. The surgeon decided to revise the patient implant to a broader and longer nail on (B)(6) 2016. (Related to (B)(4).) This report is for one (1) unknown nail. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(6). Manufacturing date: 09. June 2015, expiry date: 01. May 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. The initial implant date was on (B)(6) 2015 and the revision/ explant surgery took place on (B)(6) 2016. During explantation, it was found that end caps were not initially implanted. The patient got well through the revision surgery.